Manufacturer narrative:
H10: the complaint sample was not returned to viant for evaluation. Thus, the reported event is non-verifiable. The IFU sent with this device today, man-004011 rev b, states the following; · offset cup impactors are hand-held, re-usable surgical instruments[?]. · anticipated useful life offset cup impactor: 600 use cycles, · end of life is determined by wear and damage due to intended use, · visually inspect for damage and wear. If the instrument is damaged and worn, it is considered at the end of its life and should be discarded, · check hinged instruments for smooth movement, · when the UDI carrier(s) is no longer readable, the instrument is to be discarded, · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, · manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device has experienced approximately 0.58 years of use. It is unknown how many surgical procedures (cycles) this device has experienced throughout its life in the field. In conclusion, the complaint sample was not received by viant for evaluation and the reported event is non-verifiable. If the complaint sample is received by viant, it will be evaluated and the complaint record will be updated accordingly and a supplemental medwatch 3500a emdr will be submitted as well. No further investigation is required at this time. G2: complaint information provided by distributor, depuy synthes.

Event description:
It was reported during a total hip replacement that when impacting the back of the handle, the drive shaft that screws into the cup sheared. A similar device was used to complete the procedure with the same implant since it was not seated in the patient yet. There was a delay of a couple minutes to get and open another tray, but there were no consequences or impact to patient.